Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had the insulin seal busted and had been acting up she was about to switch out the pump today and the screen started flashing grey. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer stated that the ring was intact and it was the clear part that broke off the black plastic apart, reservoir ring came off and the rubber gasket came out. Customer stated that reservoir able to lock in place when inserted into insulin pump. Customer stated that she had light grey screen and it looked shaking a little it was a display issue and take manual injection to treat she took a bolus to treat. The device will be returned for analysis.